Event description:
On (B)(6) 2012, pt reported the down arrow button on her infusion device no longer responds. Pt currently does not have the infusion device with her. Pt is using her backup infusion device. On call back on (B)(6) 2012, pt reported the button does pop back up after it is pressed. Pt stated, she noticed the issue on (B)(6) 2012. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.